Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens. Upon insertion, the lens flipped and went into the patient's eye upside down. The lens was removed during the same surgery with no patient injury, no enlarged incision or sutures. The lens tore while being removed. The backup lens was implanted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)